Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the ER after receiving 21 shocks due to oversensing of the right ventricular lead. Oversensing and high impedance was reproduced with pocket manipulation. The right ventricular lead was capped and replaced and no further patient complications were reported as a result of this event.